Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 316 mg/dl. The caller initially felt that the insulin pump was not delivering insulin properly. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the time and date. Assisted in correcting that time and date. The insulin pump passed the prime test, but the caller declined to conduct the high pressure test as she felt that the insulin pump was functioning properly. The caller stated that the company representative made a visit to her and assisted in using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.